Event description:
Legal affairs reported right side "seroma-late and granuloma." Device has been explanted.

Manufacturer narrative:
H6. Health effect - impact code continued: f2201 - biopsy; f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, granuloma.